Event description:
It was reported that the patient experienced pocket and muscle stimulation and chest pain due to the right ventricular lead switching polarity from bipolar to unipolar. The lead had low bipolar impedance and the unipolar impedance was higher than the bipolar impedance. Additionally, there were 4000 low impedance paces recorded over the previous 2 months. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.